Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found, as received, a partial connector portion of the lead was returned in one piece measuring 5.5 cm / 8.5 cm (inner and outer insulation, inner coil / stretched outer coil) . A full breached outer insulation degradation was found a full breached outer insulation degradation was found at 4.6 cm from the connector pin. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.